Manufacturer narrative:
The device was received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility the device alarmed with a check cassette alarm. This does not indicate a reportable malfunction. However, during testing at the service center, the proximal pressure sensor was found to have drifted out of calibration.